Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing post-operative pain.

Manufacturer narrative:
Other devices used: catalog #42512000611, persona cr articular surface, lot #62500753; catalog #42502806801, persona cr porous femoral component, lot #62769620. Review of primary operative notes confirms patient underwent a left total knee arthroplasty due to severe degenerative joint disease. A deep medial collateral release and partial posterior cruciate ligament release were performed to achieve acceptable extension and flexion, well-balanced gaps, and excellent tracking of the patellar component. Final components were implanted using a cementless technique and revealed the same results as trialing. Physical therapy notes were returned for review and indicate the patient appears to have adhered to the rehabilitation program developed; they also indicate that the patient has some pain aggravated with activities. Office visit notes dated (B)(6) 2015 indicated that the patient is going to continue with activities as tolerated, and if there is not improvement may require a revision surgery. Office visit notes dated (B)(6) 2015 indicate continued pain and the patient may call to schedule revision surgery. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided.